Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04671. It was reported the patient experienced ineffective therapy with their scs system. Diagnostics indicated that one of the leads had multiple contacts with high impedance values. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the existing lead was explanted and replaced. Reportedly. The issue resolved and effective therapy was established post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.